Event description:
The facility reported there had been ten cases of toxic anterior segment syndrome (tass) with three different doctors. They declined to complete any additional questionnaires. They have been using detergent to clean their handpieces; they have noticed brownish rust deposits under the microscope, and have replaced the I/a handpieces. They do not intend to discontinue the use of the detergent for cleaning. This patient is reported as MFR. Report #: 2028159-2007-00018. The other patient's are reported as MFR. Report #s: 2028159-2006-00389, 2028159-2006-00390, 2028159-2006-00485, 2028159-2007-00019, 2028159-2007-00020, 2028159-2007-00021, 2028159-2007-00022, 2028159-2007-00023, 2028159-2007-00024.

Manufacturer narrative:
Evaluation is in progress.